Manufacturer narrative:
The philips field service engineer (fse) went onsite and determined that the loudspeaker and main board needed to be replaced. The device was operational after repairs were completed.

Event description:
The customer reported the speaker does not work. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).